Event description:
It was reported to philips that the system was unable to output x-rays, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the x-ray output failure repair. Upon checking with customer, quote for evaluation and repair service was sent to customer, however quote expired as the service is no longer required. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.